Event description:
As reported by the patient¿s attorney, an advantage transvaginal mid-urethral sling system(MFR report #3005099803-2014-00720) and a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2014-00922) were implanted into the patient on (B)(6), 2008. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.